Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) declared elective replacement indicator (eri) and was explanted after 50.4 months of service. It was reported that the patient presented to clinic 4 months after his last check, and no pacing output was observed. At the previous checkup, the device was not at eri. The patient reported hearing beeping tones between the evaluations, suggesting the device had declared eri and emitted warning tones.